Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "after receiving the consultation order, the patient's condition was evaluated, and after checking the patient on site, an 8295118 catheter was placed into the patient under ultrasound guidance, and the process of placing the needle and guidewire went smoothly, while the puncture sheath was put in and the catheter was placed smoothly, and there was no abnormality of the catheter in ultrasound probing, and the inspection of the two luminal tracts revealed that the main duct luminal tract pumped back blood and pushed saline normally, and the secondary luminal tract was not able to pump back blood, and it was not able to push saline. Saline could not be injected either. Considering the return of blood to the main duct normal, the connecting heparin cap of the secondary duct was removed and withdrawn together with the supporting guidewire. However, in the process of removing the supporting guidewire, it was found that the resistance was very large and there was a jam, then stop backing up the guidewire, observe the guidewire to have a drawback, stripping situation, and found that the guidewire adhesion at the extension tube was already very thin, gently pull out the guidewire about 2cm, and then see the place where it was about to be fractured, and then pull the guidewire by hand, and at this time the supporting guidewire was already fractured, and then gently and slowly take out the rest of the guidewire again. Once again check the catheter patency, the main lumen of the catheter was smooth, with good blood return, and the secondary lumen was very resistant to saline injection, with no blood return, so he reported to the head nurse of the department, pulled out the 8295118 catheter, and re-replaced the catheter with a new one (kangxin - posterior cut plug dinger type), and the catheter was inserted smoothly, and the catheter remained in the body for 37cm, with an external exposure of 6cm, and an x-ray showed that the tip of the catheter was located in the right 3rd anterior rib level, and the catheter was used normally."